Event description:
We have encountered several events with our bd autoguard 24 gauge catheters, where there is leaking at the hub site. As a result of this, our patients have to be poked 2-3 additional times to get an IV that works without leaking. This is traumatic for pediatric patients and also puts them at an increased risk for infection. There are 2 lot numbers involved and we have pulled them all from our facility and our supply chain.manufacturer response: the representative promptly responded to our concern and I will be meeting with him to further discuss this.